Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was provided that impedance readings have been changing since implant. The battery is in left flank and the leads are occipital. The caller states for example an impedance check in (B)(6) 2024 showed 5/0 - 10840 ohms and 2/0 - 1120 ohms but today they are 5/0 - 1040ohms and 2/0 - 7680 ohms. Agent reviewed considerations around why this may be occurring. Pt noted that she has subsequently seen 'settings not available' which would be reasonable to assume is related to significant impedance changes on programmed contacts.  No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep is continuing to program around the high impedance electrodes for the patient.

Event description:
On 2025-jul-01 the rep responded to a follow up request reporting that a lead revision resulting in the explant of the lead which took place on (B)(6) 2025. The rep stated they had not covered this case and hadn't spoken with the pt since (B)(6) 2024. They also reported the 977a290 leads had the high impedances and that were in the occipital region. They did not know what was done with the explanted leads and redirected us to another rep. On 2025-jul-01 the other rep responded to a follow up request for additional information reporting they had been at the pt's appointment on (B)(6) 2025 and was informed that a lead revision would take place. The explanted leads were discarded, so they will not be returned for analysis. The rep confirmed the issue was resolved and the pt is very happy.

Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# (B)(6). Implanted: (B)(6) 2024 explanted: (B)(6) 2025. Product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2025 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.